Event description:
It was reported that serious injury occurred. A left atrial appendage (laa) closure procedure was being performed under intracardiac echocardiogram (ice) imaging. Transseptal access was obtained, and a watchman fxd curve access system (was) and ice catheter was advanced into the left atrium. As the physician was scanning the laa to obtain measurements, asystole was observed and the patient ceased to move. Chest compressions were initiated, and a temporary pacing wire was inserted. Normal sinus rhythm and normal heart function resumed. The patient was stable for the rest of the procedure with no complications. A watchman flx pro closure device was implanted. The procedure was concluded, and the patient is expected to fully recover. The anesthesiologist mentioned the patient reported prior to the procedure, that this type of event also happened the last time they underwent anesthesia.